Manufacturer narrative:
The repair evaluation identified foreign material in the nozzle causing blockage. Additionally, the adhesive from the objective cover glass lens is also chipped. The distal end cover is dented. The bending section cover glue is chipped. The angulation control knob has a gap and is leaking. The universal cord has buckles/wrinkled. Air/water flow is low. The up/down/left right angulation is below standard specifications and the control knobs have play. The water mouthpiece at the scope connector is loose. The scope was last serviced via repair on may 25, 2020. Additional information was requested from the customer regarding the details of the reported event is pending. However, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly in general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (oekg) was informed that the customer evis exera iii gastrointestinal videoscope was returned to olympus repair center for forceps/instrument channel malfunctions. The customer¿s reported problem was found during an unspecified event. The repair evaluation identified foreign material in the nozzle causing blockage. No death, injury or harm was reported. This report is being submitted to capture the foreign material in the nozzle found during repair.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to communicate additional information received from the customer (within b5), and correct g2 ("other"). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although it was confirmed the nozzle was clogged with foreign material, the material could not be identified. The cause of the foreign material could not be identified. User can prevent the recurrence of the event properly by handling device as per the following IFU statement and items. ¿·operation manual_ preparation and inspection_ inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. · inspection of the endoscopic system. - inspection of the air-feeding function. - inspection of the objective lens cleaning function¿. User may be able to reduce/prevent occurrence of the suggested event by handling device as per the following IFU statement. ·reprocessing manual_ precleaning the endoscope and accessories -flush the air/water channel with water and air caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. -manually cleaning the endoscope and accessories_ flush the air/water channel with detergent solution¿. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer identifies that the phenomenon (clogged channel) was originally found during reprocessing.